Manufacturer narrative:
Return requested. Replacement emitter shipped to site (B)(6) 2017. No parts have been received by manufacturer for analysis. On (B)(6) 2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Axiem emitter stopped working during a functional endoscopic sinus surgery (fess). Axiem emitter was replaced and installed. System and emitter operating as intended. Issue resolved. No further issues have been reported.

Event description:
A medtronic ent representative received a report from a site that, while in an ear, nose & throat (ent) procedure on the previous day, their navigation system emitter stopped working. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: patient identifier, date of birth, and sex now provided.